Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 06-12-2024, it was reported that the patient was having speech difficulties while on the phone with the son. The estimated glucose values (egv) at the onset of symptoms was not documented and it was not documented if a bg was checked. The son notified a nurse who checked on the patient. The nurse found the patient drooling with slurred speech. The egv and bg at that time were still not documented. The nurse transported the patient to the clinic by wheelchair where the bg was 39 mgdl while the egv was 99 mgdl. The patient was given carbohydrates. After treatment the egv was 205 mgdl while the bg was 155 mgdl. The patient returned home around 1730. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. At the time of the report, the patient was doing good. No other details were documented. The reported glucose values fall within the b, c zone of the parkes error grid. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code: e0131 (speech disorder).